Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that his daughter was hospitalized due to high blood glucose. The customer's blood glucose was 657 at the time of the incident. The customer's father stated that the date of the hospitalization was (B)(6) 2015. The customer's father also stated that his daughter was disoriented and not feeling well. The customer's father stated that his daughter was wearing the pump at the time of hospitalization. The customer stated that the outcome of the emergency room visit had insulin drip, fluids and released late in the early morning hours. The insulin pump will not be returned for analysis.